Manufacturer narrative:
On (B)(6) 2016, conmed received one (1) package containing the 24k arthroscopy out-flow/suction tube set for evaluation. Visual examination of the returned package/product confirmed the reported problem and found the pink outflow and the shaver suction tubes were transposed. An investigation into the exact cause of this reported problem is in process to determine the root cause and to address this issue. This lot with the unique identifier (B)(4) was manufactured on 08-may-2015. Of the lot containing (B)(4), there were no other similar reports received for this item and lot number combination. A 2-year review of product history for this device showed other than this complaint there have been no other reports received of "misassembled". (B)(4). This is an isolated incident. Nonetheless, an investigation has been opened to address this issue and to ensure product safety. This failure mode is addressed in the fmea, and the safety risk has been found to be acceptable. Per the instruction for use (IFU), carefully read the conmed 24k irrigation system instruction manual, and all associated instructions for use (IFU) supplied with the product for detailed instructions regarding the proper use and set-up of the pump console, pump tubing and pump accessories before using the conmed 24k irrigation system.

Event description:
The end-user facility reported that this 24k arthroscopy out-flow/suction tube set was "incorrectly assembled", in that the pink outflow and the shaver suction tubes were transposed. As reported, this was found after the tubing set being connected to the 24k pump before surgery. A backup tubing set was used with a 5 minutes delay reported. The procedure was otherwise completed as planned with no complications or patient injury reported. It was further reported that all remaining units of this lot were inspected and all met manufacture specifications with no anomalies noted.